Event description:
The hammer was used by the orthopedic surgeon to extract hardware during surgery. During one strike of the hammer, the handle of the hammer broke into "a couple pieces" in the surgeon's hand.